Event description:
A pt self-tester generated inr 1.7 on protime microcoagulation system and on the same day lab generated inr 2.6. Pt's therapeutic range: 2.5-3.5. No adverse event (s) reported.

Manufacturer narrative:
(B)(4). Actual device involved in incident was evaluated. Device history record, ncmr, CAPA and complaint history evaluated.